Event description:
Customer reported to beckman coulter, inc. (Bec) that there was fluid leaking into the tray below shear valve vl85 of the coulter lh 750 hematology analyzer. Customer reported that the fluid was dripping onto the chassis, and out onto the counter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak under the 31 ul shear valve (vl85). The fse replaced the shear valve.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).